Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2015 to report a detached sensor wire on (B)(6) 2015. The patients sensor was inserted on (B)(6) 2015. Upon removal of the sensor pod, the patient's mother was unable to locate the sensor wire. The patient wore the sensor beyond the seven day wear time, which is considered off label use. The patient did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4). The complaint device was not returned for evaluation and data was not provided; therefore, the reported complaint of inaccuracies cannot be confirmed. It was reported that the patient wore the sensor for more than seven days. It should be noted that the dexcom g4® platinum continuous glucose monitoring system user's guide states: "sensors may be worn for up to 7 days (168 hours)." However, a root cause for the reported detached sensor wire cannot be determined.